Manufacturer narrative:
E2 correction, e2 was inadvertently selected on the initial report. G2 correction, "health professional" was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although there was no reproduction of loss of images, poor mother board and connectors have been identified, and it is likely that this contributed to the loss of images. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera video system center image would disappear when shaking the connector due to poor contact. The issue was found during reprocessing before procedure. The intended procedure was a therapeutic plasma cutting. The patient was not under anesthesia. The facility finished the procedure with a similar device. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: a noisy image due to defective mother board, the connector s7u was oxidized, causing poor contact, video connector had a poor appearance. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.